Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, priming and excessive no delivery tests. The device had scratches on the display window and cracked display window corner.

Event description:
Customer reported via phone call low blood glucose and issues with the insulin pump. Customer's blood glucose level went as low as the 30 mg/dl range. Customer treated their low blood glucose with orange juice. Customer advised they drank an entire bottle of orange juice in a 2 days period and remained low. Customer performed the displacement test and passed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.